Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood/body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event was due to dried blood/body fluids.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker implant. Upon attempting to deploy the right atrial (ra) lead's helix in the patient's body, the helix would not completely extend. The physician attempted to retract and extend again, but the helix would not completely extend. The lead was removed and replaced. Upon evaluating the lead tip, nothing appeared to be stuck at the tip that would prevent it extending. The patient was stable.